Event description:
It was reported that approximately six months post a dialysis catheter placement, ballooning was allegedly noted in the extension legs of the catheter. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 23cm glidepath d/l catheter was returned for evaluation. Visual, functional and tactile evaluations were performed on the returned device. The blue luer extension leg was noted to have a split from what appears to be from ballooning. Upon infusion, a leak from the blue luer extension leg was observed. Therefore, the investigation is confirmed for the reported extension leg ballooning and burst issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: h6 (device). H11: h6 (result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that six months post a dialysis catheter placement, ballooning was allegedly noted in the extension legs of the catheter. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 23cm glidepath d/l catheter was returned for evaluation. Visual, functional and tactile evaluations were performed on the returned device. The blue luer extension leg was noted to have a split from what appears to be from ballooning. Upon infusion, a leak from the blue luer extension leg was observed. Aspiration was attempted and was unsuccessful. Therefore the investigation is confirmed for the reported bulging and identified fracture and leak issues. The definitive root cause for the reported event could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2025), g3, h6 (device, method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately six months post a dialysis catheter placement, ballooning was allegedly noted in the extension legs of the catheter. Reportedly, the catheter was removed and replaced. There was no reported patient injury.